Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the 840 ventilator stopped ventilating. The patient was transferred to an alternative ventilator. No patient harm was reported.